Manufacturer narrative:
The insulin pump was received with an intermittent esc and act button response due to a corroded keypad. There was no button error alarm during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a broken belt clip slot.

Event description:
The customer called in to report a button error alarm. The customer reported moisture exposure to the insulin pump. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.